Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Section b3 updated section b5 updated section h6 device codes updated - remove a1405 and add a09. Evaluation code conclusion - remove d02 and add d1101. Evaluation component code - remove g02005 and add g07001 h3 device evaluation summary: updated due to ventilator log review medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, the 980 ventilator generated a background alert. The service personnel (sp) inspected the ventilator and confirmed an exhalation pressure reading out of range code in ventilator logs. The unit was used in high flow therapy mode. The high flow oxygen therapy (hfo2t) is intended to provide a constant flow of oxygen and air to spontaneously breathing patients. There are no mechanical breaths delivered; therefore, loss of ventilation or backup ventilation does not occur. Sp replaced exhalation sensor printed circuit board assembly (pcba) as per the logs. The ventilator passed all test and calibrations per manufacturer specifications at the time of service. Although the exhalation sensor pcba was replaced in the field per the service manual, the ventilator was in high flow oxygen therapy mode at the time of the event. May the customer have configured the ventilator correctly, there would be no exhalation limb of the circuit and therefore no possible way to have pressure generated at exhalation side. With the information available the investigation determines the event may have been caused due to the customer using a breathing cir cuit/patient interface configuration not as instructed in the puritan bennett¿ 980 series ventilator high flow oxygen therapy option addendum. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Updated: it was reported that while in use on a patient, the 980 ventilator generated a background alert. Although asked, it is unknown if the patient was placed on an alternate ventilator. There was reported no injury to the patient.

Manufacturer narrative:
Section d9 updated due to part return: section h6 evaluation code result add c23 conclusion code remove d02 and add d15 h3 device evaluation summary: updated due to part return medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, the 980 ventilator generated a background alert. The service personnel (sp) inspected the ventilator and confirmed an exhalation pressure reading out of range code in memory. The unit was used in high flow therapy mode. The high flow oxygen therapy (hfo2t) is intended to provide a constant flow of oxygen and air to spontaneously breathing patients. There are no mechanical breaths delivered; therefore, loss of ventilation or backup ventilation does not occur. Sp replaced the exhalation sensor printed circuit board assembly (pcba) as per the service manual. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. One exhalation sensor pcba was received for failure analysis. The component was visually inspected and functionally tested with no m alfunction or product deficiency observed. With the information available the investigation determines the event may have been caused due to the customer using a breathing cir cuit/patient interface configuration not as instructed in the puritan bennett¿ 980 series ventilator high flow oxygen therapy option addendum. The event is included in a data monitoring plan. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 980 ventilator generated a diagnostic code indicating the device entered backup ventilation. There was no reported injury to the patient.

Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that while in use on a patient, the 980 ventilator generated a diagnostic code indicating the device entered backup ventilation (buv). The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the unit had entered backup ventilation with exhalation pressure reading out of range code, and replaced the exhalation sensor printed circuit board assembly (pcba). The ventilator passed all tests and calibrations per manufacturer specifications at the time of service. The likely cause of the event was isolated in the field to fault in exhalation sensor pcba. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.